Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus europa se & co. Kg made conscientious efforts, but was not able to obtain detailed information about the event from the user facility. The device was not returned to any of olympus locations. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, the scope communication error b30 may have occurred because stable communication with the endoscope was lost due to the connection with foreign material such as chemical residue, scale, sebum stains, dust, and gauze fluff attached to the electrical contacts of the endoscope connector. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device is planned to be returned to the olympus repair center in (B)(4), but has not yet been returned. According to the information provided by the olympus field service engineer, the error b30 always occurred and when the electrical contacts of the endoscope connector were cleaned with alcohol, the error message disappeared. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the procedure for inspection, the scope communication error b30 occurred. The error b30 also occurred when another endoscope was connected. Error b30 means that the video system center cannot communicate with the endoscope. The user cleaned the output socket with alcohol. There was no report of patient injury associated with the event.